Event description:
A 4.0 vicryl suture needle was on the field and counted as 1 needle. When the scrub removed the needle a second needle was attached to the 1st one. This was announced to the room, as an additional needle was found in the package. The reference number is (B)(4), with a lot number of 107qxt.